Manufacturer narrative:
Result: fowler brake clutch.

Event description:
It was reported by service report that the fowler clutch motor needs replaced due to the fowler drifting down. No patient involvement or adverse consequences are reported.